Event description:
It was reported that the pump had been alarming error 1660, which typically indicates an issue with the motor, potentially related to the pump's drive mechanism or the sensor that monitors its operation. The patient had also noted that the pump appeared to be leaking at the cassette and had observed white powder on the bag. The batteries had been removed to silence the alarm. The settings had been unable to be obtained. The patient had stated that she had been scheduled to return to the clinic the following day for removal. The line had been clamped near the port. Chemo spill instructions had been reviewed, and the pump had been placed into a biohazard spill bag. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 5/9/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received one (1) used administration set, one (1) used bag spike adaptor, and one (1) used, 100ml empty mixing container. As received, drug residuals were observed at the leak site of the tubing. Suspected drug precipitate was observed throughout the administration set tubing, including the air filter. In order to replicate clinical use, the administration set was spiked into the returned mixing bag. The mixing bag was filled with 100ml of reverse osmosis water. During spiking, a leak was immediately seen from the set tubing right before the set housing. The complaint of leakage can be confirmed. The probable cause was due to unintentional bending forces. The complaint of a pump alarm can be confirmed. The probable cause is due to a buildup of the solid white precipitate within the fluid line. The complaint of foreign contamination can be confirmed. The probable cause is due to precipitate falling out of solution. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.